Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 215mg/dl, 333mg/dl and 68mg/dl. The customer felt hypoglycemic (woozy) and drank orange juice. She felt better 30 minutes following treatment. No adverse event reported. New system sent to customer and return requested.